Event description:
It was reported that during surgery the graft appeared to have pin hole leaks. The area of the graft in question was trimmed. Another acg graft was interpositioned with the implanted trimmed portion of the graft and the surgery was successfully completed.